Event description:
A customer reported experiencing low blood glucose levels while updating time, personal profile, or biq/ciq settings. Specific blood glucose values were unknown, but it was indicated as "low." The customer consumed carbohydrates to address the low blood glucose and did not require third-party assistance due to the blood glucose level. Technical support helped the caller update the correction factor setting and advised consulting with their healthcare provider when updating settings.